Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a low suspend alarm from the insulin pump. The customer's blood glucose reading was 479 mg/dl. The customer treated the high blood glucose readings with the pump. The customer stated that last night and this morning her sensor has been telling her she had low and was going into threshold suspend. The customer stated that the pump was telling her it needed to be changed. The customer stated that it was the second alarm in two days. The customer also stated that she had sensor issues. The customer stated that the sensor would not calibrate right and she had a change sensor only a day after. The customer stated that she received a weak signal before the sensor. The customer stated that she changed the sensor since it was close to the 6 days.